Event description:
It was reported that 3 days following a coronary drug eluting stenting treatment procedure, the pt experienced a sub acute thrombosis. In 2004 the pt presented with an 85-90% stenosed left anterior descending (lad) artery. There was no significant calcification at the target lesion. The physician pre-dilated the area with an unknown size balloon. A taxus express2 2.5 x 12 mm drug eluting stent was placed in the distal lad. The balloon was only inflated to nominal pressure as it was thought the vessel diameter was smaller than 2.5 mm. It is believed that there may have been a clot during the procedure because there was slow flow in the vessel after stent implant. The pt was then placed on a plavix regimen. Three days later the pt presented with chest pain and was returned to the cardiac catheterization lab. The pt was treated with a 2.25 x 15 mm ninja balloon. It had been inflated 3 times (6 atms, 2.5 atms, and 6 atms). A 2.5 x 13 mm cypher stent was inflated to 14 atms and implanted along with a nc raptor 2.5 x 15 mm stent (inflations of 12atms, 12 atms, and 14 atms.) The pt condition was reported as fine. It was felt the adverse event had nothing to do with the initial taxus stent implant because there may have been some distal thrombus post procedure.

Event description:
Additional information received reports the pt had a reintervention performed in 2004. The right femoral artery was accessed and 2 stents were placed in the left anterior descending artery. A taxus express2 2.5 x 20 mm drug eluting stent was placed at 7 atms and inflated for 46 seconds. A taxus express2 2.5 x 12 mm stent was inflated to 9 atms for 40 seconds. The pt was discharged later that day.